Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead had migrated. The issue was confirmed via x-rays. In turn, surgical intervention took place on (B)(6) 2024 wherein the right lead was explanted and replaced. During the procedure, the left lead was not providing effective therapy. As such, the left lead was pulled down. Effective therapy was restored.